Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was returned for analysis. Visual inspection noted no exterior abnormalities. Functional evaluation noted that the screen did not illuminate, though the unit successfully charged and passed motor test. The rear handle housing was opened up and damage to the oled (organic light-emitting diode) screen and ir (infrared) shield was found. The system logs were evaluated and there were no signs of the device shutting off or being unable to fire while a reload was connected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it has met all medtronic quality specifications. The reported condition of the screen being blank was confirmed. The analysis noted evidence that the device was not used as intended. The reported conditions that the device made a strange noise, the handle shut off, and the device not firing was not confirmed. The most likely cause could not be identified because no related problem was detected with the device. Replication of the damaged oled screen can occur if the device is dropped. Information provided to the user includ es the following: the power handle is a precise instrument. Care should be taken to avoid dropping, improper cleaning, improper handling or sterilizing the device. These actions may shorten device life and/or lead to device failure. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic appendectomy, the handle was initially working but the screen was blank, however when the surgeon tried to fire the handle stopped working and could not be fire. The surgeon tried to put back the handle into the charger and handle appears to be working however when taken out from the charger, the screen is blank and it makes some noise. To resolve the issue the surgeon used manual stapler. There was no patient injury.